Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
This information was received from the (B)(6) under form number 2020/001/017/401/018. It was reported that the patient has been experiencing severe pain both during and after an endometrial ablation procedure. She also is reportedly experiencing new onset bowel dysfunction since the procedure which has been persisting for 18 months. Patient has been seen by many providers "in attempt to understand the nature of the condition and to provide some improvement." No additional details available at this time.